Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. Additionally, the cable connecting ECG "a", "b" and the front therapy electrode was cut between the ECG "a" and front therapy electrode and the front therapy electrode was missing. The root cause for the strained cable was excessive force. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to complete incoming functional testing.